Manufacturer narrative:
The device was received and evaluated. The device was not received in the original packaging and filled with unknown fluid. Visual inspection shows that there is a piece of fibrous foreign matter inside of the tube set in the section of tube below the fill chamber. This complaint can be confirmed but cannot be confirmed that is occurred out of box due to the condition that the device was received in. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of (B)(4) cases ((B)(4) tube sets per case) of devices that were released to distribution. A review into the mitek complaints system for the family of tube sets over the last three months showed that there were no other complaints for this type of failure. Moreover it was reported that the particle was found before being used on the patient. We believe this issue to be an anomaly and a one off incident. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
When starting up in the morning they discovered a small piece if dirt (?) In the chamber. They don't use the pump regularly since they have arthrex pump also. This was berfore starting up w/patients.